Manufacturer narrative:
Other applicable components are: product ID 3889, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. The patient reported they were experiencing some swelling. Contributing factors were unknown. The patient was advised to contact their clinician, it was reported it was unknown if the issue was resolved at the time of the report. Additional information was received. The patient mentioned they were concerned that they may have moved a lead. It was attempted to assist them with increasing stimulation to determine if the lead was in place, however they could not open the therapy application. Contributing factors were unknown. Troubleshooting did not resolve the reported issue. No further complications were reported or anticipated.